Event description:
Working pressure goes high and safety valve opens up. There was no pt injury. Internal#v97139

Manufacturer narrative:
The reported problem has been investigated in co-operation with the supplier. The problem was found to be related to the use of an inadequate spider pattern inside the magnetic valve. To resolve the problem, the supplier has returned to the use of the original standard pattern. As the amount of affected magnet valves has been determined to be low, we have concluded that no field action will be necessary.